Event description:
A 55 yr old white gravida 3 para 3 female status post bilateral subglandular inframammary 235cc dow corning gels for augmentation 05-04-81. She complains of lt becoming firmer and painful. The rt may also be firming. She can't tell if they are smaller but denies history of trauma. Arthralgias (positive stiffness)/myalgias, paresthesias, swelling, fatigue, sleep disturbances, adenopathy, sore throats, yeast infections, hot flashes/chills, headaches, visual changes, dizziness, memory loss, sicca, hair loss, oral sores, rashes, sensitive to sun/cold/chemicals, shortness of breath/cough, choking sensation, weight gain, gastrointestinal/genitourinary changes, easy bruising, pelvic pain/dyspareunia. Rt ruptured breast implant. Granulomas in continuity with capsules.